Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead experienced placement difficulty requiring repeated positioning changes. High thresholds were also noted. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.